Event description:
Home patient and spouse report a 2240 alarm during automated peritoneal dialysis with homechoice machine. They report that somehow the patient line of the homechoice set got a "cut in it". Home patient discontinued treatment and restarted with new supplies. The rn at the unit reports that there was no patient injury or medical intervention required.